Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string broke from a pessary upon removal and she was unable to manually remove the pessary. Urologist removed the pessary the next day and stated her vagina was slightly red. Doctor recommended lots of water and cranberry juice to prevent uti. No medication was prescribed. Consumer experienced back and vaginal pain, anxiety and difficulty sleeping knowing she had a foreign object stuck inside her the night prior to removal. Consumer also experienced elevated blood pressure due to the anxiety.